Event description:
It was reported that the paint peeled off at 45 cm scale of the catheter, leading to strong light reflection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter surface discoloration is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The distal 3 cm of the catheter segment is shown. The depth marker print could not be clearly determined; however, the striped line is present between the depth markings and the event description indicates the catheter issue is located near the 45 cm depth marker. A white discoloration is visible near the ¿45¿ cm depth marker. The discoloration location could not be clearly inspected for material residue or catheter surface damage from the image provided. Since the discoloration on the catheter surface was observed, the complaint is confirmed but the exact cause remains unknown. Evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx0630 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the paint peeled off at 45 cm scale of the catheter, leading to strong light reflection.